Manufacturer narrative:
Qn#(B)(4). The reported complaint of "pump unresponsive after high priority alarm" was not able to be confirmed as no iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that while in use on a patient the "pump unresponsive after high priority alarm". Both touchscreen and hard keys were not functioning. As a result, the pump was power cycled which resolved the issue and touchscreen and hard keys then worked appropriately. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that while in use on a patient the "pump unresponsive after high priority alarm". Both touchscreen and hard keys were not functioning. As a result, the pump was power cycled which resolved the issue and touchscreen and hard keys then worked appropriately. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).